Manufacturer narrative:
(B)(4). On an unreported date in the beginning of (B)(6) 2014, the patient was diagnosed with peritonitis. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The peritonitis was manifested by bloody pd fluid. The breach in aseptic technique was further described as touch contamination. Also, it was suspected that the fecal matter leaked into the peritoneum through the pd catheter during the breach of aseptic technique and touch contamination; however this could not be medically confirmed. The patient was hospitalized and later discharged for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. During hospitalization, the patient¿s pd catheter was discontinued and the patient was switched to hemodialysis. Additional information was requested but is not available.